Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a bent guide. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to a bent guide include, but not are limited to, handling, difficult insertion, patient femoral vessel/ anatomy variables or aggressive manipulation during insertion. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a closure using four prostyle devices relative to an unspecified procedure. Reportedly, unspecified failures occurred with the four prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers. B3: estimated date of event.